Event description:
After the coil was placed into the aneurysm and decided that the coil was not entirely not going to fit, the coil was taken out. As it was being retracted, the distal end of the coil hooked on a mass inside the aneurysm and broke off of the device positioning unit (dpu). The coil seemed to migrate out of the aneurysm and is floating in the right middle cerebral artery (r mca). A 3 millimeter alligator was unsuccessfully used to retrieve the coil. A 2mm alligator was then used to retrieve the coil. While small particles of the coil were broken off, most of the coil was left floating in the parent vessel and could not be retrieved. The patient was put on an oral plavix (75mg) for at least 6 months.

Manufacturer narrative:
Device was not returned for eval. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.